Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery tube thread found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked case, scratched lcd window, cracked keypad overlay, stained keypad overlay, broken reservoir tube lip, pillowing keypad overlay, cracked battery tube case. Cosmetic damage was confirmed at the battery tube thread.

Event description:
Information received by medtronic indicated that insulin pump had crack on the back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.